Event description:
Contact lenses were issued for 3 years through an online website. Patient was not wearing the contacts correctly and subsequently diagnosed with giant papillary conjunctivitis. Without seeing a practitioner who uses a microscope to identify these eye diseases in a patient who wears contacts this was not avoided.